Event description:
The account alleged the foot end brake casters do not hold. No patient impact.

Manufacturer narrative:
The account installed new brake casters at the foot end of the bed to resolve the issue.